Event description:
A malfunction alarm was reported but there were no notable events prior to the issue. The customer's blood glucose level was reported at 26.3 mmol/l, which was within the normal range. Technical support provided the customer with pump reset instructions and assisted them in resetting the pump, after which the malfunction code did not recur. The customer was allowed to continue using the pump and understood to call back if the issue reoccurred.